Manufacturer narrative:
Corrected data: g.3. Aware date of initial medwatch should have been listed as (B)(6) 2025.

Event description:
Healthcare professional reported right side "anxiety towards the product." Patient later reported rupture. Healthcare professional later reported "hole, non-specific. Device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number: 9617229-2025-0000063. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "anxiety towards the product." Patient later reported rupture. Healthcare professional later reported "hole, non-specific. Device has been explanted.